Event description:
Following a ptca procedure on 6/12/97, a pt had an angio-seal device placed, and hemostasis was achieved. After the pt had left the catheterization lab, it was noted that there was slight oozing from the puncture site. The next morning, the pt was given a 2,000 unit heparin bolus and the drip was increased to 1,000 units per hour. As the pt was ambulating (after a night of bedrest), frank bleeding was noted from the puncture site. Manual pressure was held for a duration of 30 minutes, and hemostasis was again achieved. Following this event, the pt pulses were noted as good, and there was no evidence of a hematoma. The pt was discharged with no sequelae.